Event description:
Dr claims that the graft was to be implanted for an abdominal aortic aneurysm and renal bypass procedure. Before placing the graft, the dr noticed that it had a "tannish" color. The graft was then placed into the pt, where upon it leaked. The exact quantity of leakage is unknown at this time. The graft was then removed and replaced with a different graft. The procedure outcome was successful. The pt is fine. Co has now learned that the quantity of blood that leaked through the graft is unknown and unattainable. In addition, the graft was not removed, but left in.